Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins wouldn't charge and it was noted that it stopped communicating with the recharger and communicator. The patient performed troubleshooting; "resetting charged" was noted, the patient turned the handset on and off, and they put it in airplane mode with no effect. The patient was sent a new charging system but there was no change. The screen said "excellent connection" but it did not charge and it timed out after 25 minutes with error 4101 (the open loop timeout message). They were waiting to speak with a representative in the morning as that night they were unable to resolve the issue.